Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to manual injections for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. The customer cleared the alarm and resumed insulin deliveries. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.